Event description:
Per fresenius kabi r&d: "during engineering testing it was discovered that with a max load database and the max number of log archives(3) there is insufficient disk space to download a firmware update." Preliminary evaluation of the device logs shows that if the ivenix large volume pump (lvp) has three archived log files (which can occur if there are multiple device problem alarms), the lvp may not have the disk space to download a firmware update from infusion management system (ims). The logs would need to be requested from ims to delete the archives or the pump would need to be factory reset. This did not stop an active infusion as it was discovered during internal engineering testing. To date, fresenius kabi has never received a report with this issue from any customers. Despite this and as a conservative measure, fresenius kabi is submitting a report due to the referenced technical issue. Further information is needed to complete the investigation.

Event description:
A software update was unable to be downloaded to the lvp. If the lvp has three archived log files and a max load database, which can occur if there are multiple device problem alarms, the lvp may not have the disk space to download a firmware update from ims. To support the max load database the logs and archive management needs to be addressed.